Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this male patient sustained injuries resulting from a knee prosthesis implanted at the time of his right and left knee procedures performed on or about 2015 and a revised right knee procedure on or about (B)(6) 2017.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given.